Event description:
It was reported that the patient noticed atypical alarms that led to a pump stop on (B)(6) 2023. X-rays were performed and showed the pump stop was a result of a short to shield problem. The patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. The system controller log file contained data and events from 03mar2023 through 04apr2023. Low speed and pump stop events were captured on 29mar2023, 30mar2023, and 04apr2023, while the patient was connected to 14 volt (v) batteries or to both the power module (pm) and battery power. No other notable events or alarms were captured. Hm ii lvas, serial number (B)(6), was returned with the driveline severed approximately 7.5¿¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed adjacent to its hardware with the hardware returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed adjacent to its hardware and was returned detached from the sealed outflow graft hardware. The remainder of the graft and bend relief material was not returned. The bend relief collar was not returned. Upon disassembly of (B)(6), visual inspection of the textured, blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The returned portion of the driveline was tested for electrical continuity, and all wires were found to be electrically intact. Visual inspection of the returned driveline segment revealed breaches in the insulation of the brown wire approximately 4.5¿¿, 6¿¿, and 7¿¿ from the pump housing, the black wire approximately 5¿¿ from the pump housing, and the yellow and green wires approximately 7¿¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the driveline wires. If the exposed conductors from two wires of different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to 14 v battery power, the resulting phase-to-phase short could have resulted in the low speed and pump stop events captured in the submitted log file. Additionally, if the exposed conductors of the brown, black, yellow, and green wires contacted the braided shield while operating on a tethered power source such as the pm or mobile power unit (mpu), the resulting short to ground could have resulted in the low-speed events captured in the log file on 04apr2023. The pump was cleaned, and reassembled; however, due to the confirmed driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B and the hmii lvas patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.